Event description:
It was reported that during a therapy upgrade procedure, this right atrial (ra) lead was fractured. Subsequently, this ra lead was capped and surgically abandoned. No additional adverse patient effects outside of the revision procedure were reported.